Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that a non-sustained right ventricular over-sensing (nsrvo) alert was received due to sensing issues on the discriminator channel of the implantable cardioverter defibrillator (ICD) resulting in loss of capture. The patient was asymptomatic. The ICD was reprogrammed and the patient was in stable condition.